Event description:
Patient had a home monitoring vf episode that appears to show noise. Patient did not receive therapy as the shock was aborted. Patient to have lead evaluated in clinic further. Lead did have a 200 ohm drop just in the past year. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Low impedance was reported on this lead. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.